Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use (IFU), states complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak and aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).

Event description:
On (B)(6) 2010, the patient underwent endovascular treatment of a thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis. On an unknown date, follow-up imaging identified a distal type I endoleak with aneurysm enlargement (amount unknown). According to the physician, the cause of the endoleak was a progression of the aneurysmal disease. On (B)(6) 2018, an additional procedure was performed whereby two conformable gore® tag® thoracic endoprosthesis were implanted for distal extension. According to the report, final angiography showed resolution of the endoleak and the patient tolerated the procedure.